Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was self-deflated and dislodged. Per follow up information received via ibc on 15june2025, stated that the patient was a ceasarean patient and was according to the customer unaware of what was occurring.

Event description:
It was reported that foley catheter was self-deflated and dislodged. Per follow up information received via ibc on 15june2025, stated that the patient was a ceasarean patient and was according to the customer unaware of what was occurring.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3 cc balloon: use 5cc sterile water; 5 cc balloon: use 10cc sterile water; 30 cc balloon: use 35cc sterile water; do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.